Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified a broken device, labeled right side, red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4) : covid-19 quality plan - complaint handling. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, concern with the device and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a right side implant exchange from textured to smooth due to patient's concern with the device. Healthcare professional additionally reported rupture and capsular contracture, baker grade unknown. The device has been explanted and replaced.

Event description:
Healthcare professional reported, a right side implant exchange from textured to smooth, due to patient's concern with the device. Healthcare professional additionally reported, rupture and capsular contracture, baker grade unknown. The device has been explanted and replaced.